Event description:
Reportedly, while in use on a pt, the ventilator stopped ventilating with device alert lamp and audible alarm. The ventilator was running on ac power at the time of the incident. It was initially reported that the alarm functioned properly and the user/pt responded to the alarm. It was later found that the pt was ambu bagged until the ventilator was turned off and back on again to reuse on the pt. Please note that there was no serious injury in this case.

Manufacturer narrative:
Eval summary: the reported problem could not be confirmed after investigation of the returned ventilator. The pcs download table was checked and confirmed that the ventilator experienced 6 system errors. A system error occurs when a ventilator experiences an abrupt shut down. The ventilator was allowed to ventilate on ac power at standard test setting for 48 hours; the ventilator did not stop or shut down. There was no device alert or audible alarm as expected. The ventilator functioned normally. The ventilator was allowed to ventilate on internal battery until the battery was fully discharged; the ventilator did not stop or shut down unexpectedly. No device alert or audible alarm was heard as expected. The ventilator gave low battery alarm, battery empty alarm and shutdown alarm as expected. The ventilator was performed a full calibration, operation verification procedure and battery test; it meets all required specifications. The ventilator was returned to the customer.